Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was 150 mg/dl. Customer stated the display was not blank less than 30 seconds. Customer stated display was blank currently. Customer stated that the contacts on the battery cap was not missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer stated that the insulin pump was dropped or bumped. Customer reported that the display did not return after restart the insulin pump. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.